Manufacturer narrative:
Investigation pending. Additional lot number: 251112.

Event description:
Caller alleged discrepant results compared with the lab on different patients. Results as follows: strip lot #247457. Strip lot # 251112: date: (B)(6) 2011, inratio: 1.9, lab: 2.4. Date: (B)(6) 2011, inratio: 1.9, lab: 2.4.